Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after damage.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left superficial femoral artery lesion. During preparation while performing air aspiration of the 4x200 mm armada 35 balloon dilatation catheter (bdc) air was noted. The physician turned the balloon negative multiple times to suck in the air; however continuous air was noted. However, the physician decided to use the balloon anyway. The bdc was advanced to the target lesion for pre-dilation without issue. Inflation was noted to be slow, but the balloon was able to fully inflate. The bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak and inflation issue were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that a leak and inflation issue were noted on the device during preparation and the device was used in the procedure. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU) states: perform steps 1-7 to remove all air and verify the integrity of the pta catheter. In this case, it is not likely that the IFU violation contributed to the reported complaint as the device was successfully used and the complaint could not be confirmed during return analysis. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak and inflation issue could not be determined. Possible factors that can contribute to a leak in the system include, but are not limited to, manufacturing, balloon damage during use, inflation technique, interactions with accessory devices, catheter damage, or insufficient preparation prior to use. Additionally, possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, damage to the inflation lumen, patient anatomical morphology and patient disease state. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.